Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption and flow, as well as "high watts" alarms that correlate to the reported event. Analysis of the device revealed that the device met specifications. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The exact cause of the event could not be conclusively determined, and the recent adjustment in the patient's anticoagulant therapy may have contributed to it. Applicable risk documentation and experience with events of similar circumstances were considered; events with an increase in power are most often attributed to pump thrombus/thrombosis and result in potential complication associated with all patients implanted with vads and is multifactorial in etiology. The cause and origin of the thrombus cannot be conclusively determined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware system instructions for use (IFU), patient manual, and training material provide clear instructions to medical personnel on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct the both the user and medical personnel on how to detect and react to a suspected thrombus formation. Even though this is a failure mode that could potentially lead to patient harm, clinical results and commercial experience demonstrate that the clinical benefits of the usage of the hvad system outweigh the analyzed risk. It can be concluded that the known and foreseeable risks in an event associated with thrombus formation within the hvad pump are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Device not returned.

Event description:
Approximately five months after the implantation, the patient developed elevated vad power consumption and estimated flows on his right-sided vad and was admitted to hospital. The patient was initially treated with a heparin infusion followed by intravenous tirofiban until his vad parameters normalized. The patient was later discharged home with a therapeutic inr goal of 2.5-3.0 and on medications that included plavix (75mg) and aspirin (100mg).